Manufacturer narrative:
B3: estimated based on the gfe response from the sales representative, given that the issue developed progressively.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to frequent implantable pulse generator (ipg) charging. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg will not be returned for analysis. Postoperatively, the patient was doing well.